Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this previously capped right ventricular (rv) lead had an infection with sepsis. Reportedly, the patient had (B)(6). The patient was treated with intravenous antibiotics. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) with the right ventricular (rv) lead, left ventricular (lv) lead, previously capped right ventricular (rv) lead and non-boston scientific right atrial (ra) lead were explanted. The lead tip of the previously capped rv lead broke off during explant and was left inside. Furthermore, a new device was implanted after because patient is dependent. No additional adverse patient effects were reported. .